Event description:
Nurse slipped and fell on or floor while wearing shoecovers. Sustained twisted ankle. Nurse was given xrays. Xrays were negative. Labeling states "personnel who wear shoe covers should be aware that a risk of slipping exists and should take precautions to avoid misuse of shoe covers".device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.